Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the u link on the plunger, which connects the solenoid to the latch, was damaged. The field service engineer disassembled the rear panel to examine the latch and subsequently replaced the plunger to resolve the issue, enabling the customer to successfully retrieve the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the main drawer cannot be recovered. The customer reported that the problem occurred when the user tried to retrieve essential narcotics for their patients, leading to a delay in the dispensing procedure. There were no adverse events or injuries reported based on this incident.